Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that unspecified bd infusion set was air in line the following information was received by the initial reporter with the following verbatim.xzvc. As reported by customer that "rn went to check on patient as rn anticipated patient's infusion to finish at 1159. Rn got a set of vital signs on the patient and noticed it was 1200 and the patient's pump had yet to alarm air in line. Rn examined the pump and found the air had made it through without setting off the alarm and was just above the 0.2-micron filter. Rn immediately stopped the pump and disconnected the patient. "

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information provided.